Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the false upstream occlusion alarms which were reproduced and confirmed during evaluation. The false upstream occlusion alarms were found to be caused by low upstream sensor readings with a fluid filled set. The failed upstream sensor was replaced. Additional information: low readings.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.